Event description:
Pt was found lying on the floor. The device had not alarmed. Prior to that fall the pt had gotten out of bed and the device had alarmed. Following the incident the device was inspected by a biomed and the device was operating properly. Testing was unable to identify a problem. Could it be an intermittent alarm problem?